Event description:
Provider alleges consumer fell out of the chair because the button allegedly stuck or malfunctioned.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer fell out of the chair because the button allegedly stuck or malfunctioned.